Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher and paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the actual device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. The elbow and adaptor connectors were missing from the circuit kit. Conclusions: the device was out of specification. We are aware of other complaints of this nature with an occurrence of 0.03% worldwide for the last year. We have an open CAPA to address this issue.

Event description:
A distributor stated, that when they received the rt206 adult breathing circuit the adapter was missing. This fault was found during an inwards good inspection.